Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported lancet protruding from fastclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.